Event description:
It was reported that patient passed away. The cause of death was unknown. It was unknown whether the outcome was device or therapy related. The pump would not be explanted or returned. Due to hospital policy, no further information would be provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the patient expired due to an unknown cause. It is unknown if the patient¿s outcome was device or therapy related. The device was not explanted and will not be returned for evaluation. Due to patient privacy laws, the managing hospital will not communicate additional information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.